Event description:
Hofmann 2022 - 12- month endpoint results from the evaluation of the zilver vena venous stent in the treatment of symptomatic iliofemoral venous outflow obstruction (vivo clinical study). Two-view venography was performed to assess the study lesion characteristics (e.g., location, minimum lumen diameter [mld]) and to assist with stent sizing. Intravascular ultrasound (ivus) was not considered standard of care during study design development and was not required per the protocol. Mld was determined using two venography projections, based on diameter measurements of the narrowest point in the treated segment of vein (the stented segment and 1 cm additional cranial and caudal to the stent). Venographic measurements used a calibration source (either intravascular calibration device(s) or an external calibrated device). Pre-dilation of the vessel and post-stent dilatation were recommended. Stents were recommended to be oversized by 2-4 mm relative to the surrounding vasculature, the expanded balloon diameter used for predilatation, or the standard diameter of the vein to be stented. Stents were recommended to fully cover the lesion and extend into healthy tissue (caudally and cranially) by 5-10 mm. When multiple stents were required, stent overlap by at least 1 cm was recommended. Upon procedure completion, two-view venography was used to evaluate the lesion and stent placement characteristics. Technical success failure: 19 patients had a loss of primary quantitative patency (16 patients with an occlusion and 3 patients with a loss of patency >50%); of note, one occlusion fell beyond the 12 month follow-up window (day 417) and was conservatively included as a failure in the analysis. Per medical affairs input: require intervention/additional procedures. 243 patients. Average age: 53 years. Gender: female 170, male 73.

Manufacturer narrative:
Common device name/ procode: qan.